Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in two portions. The condition observed in the returned lens and the way in which the cut is formed is consistent with a lens that has been cut due to explant process. Due to the condition of the returned lens, further analysis was not possible and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of this production order. The review revealed that the product was manufactured and released according to specifications. A search on complaints revealed that no additional investigations have been issued for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient experienced residual refractive error post implant of a model z9002 21.5 diopter intraocular lens (iol). Therefore, the lens was explanted and replaced with another z9002 iol of a higher diopter (24.5). There was no injury; the patient is doing fine. No additional information was provided to abbott medical optics.